Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter.

Event description:
Information was received from a consumer regarding a patient that had been receiving bupivacaine and morphine, dose and concentrations not reported, via an implantable pump. The indications for use were non-malignant pain and other non-malignant pain. The patient¿s medical history included depression, stenosis, 3 fusions and epidurals. The other medications the patient was taking were 2 for pain and one for muscle and per the patient because of the pump he was down to only one oral medication. The patient further stated that they increased the medication in the pump and they were able to get rid of 2 oral medications. The patient reported the pump ¿broke¿ and ¿something was not getting through¿. The patient further stated that ¿it was not getting through the catheter at the right speed¿. The patient thought it was about a year after the implant but was not sure. The patient stated the pump ¿has been a god send and it brought me back to life¿. There were no patient symptoms and no further complications reported.